Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings. On oct 10, 2008, this medical affairs specialist contacted the pt to clarify info obtained from the initial call. The pt tests her blood glucose 6 times per day and does not take medication to control her diabetes. The pt reportedly controls her blood glucose with diet and exercise. On the previous month, at 7:30am, the pt reported blood glucose results of " 226, 119 and 98 mg/dl" with a lifescan meter and " 174, 83, and 75 mg/dl" on a lab device respectively, performed within 10 mins of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. While the reported product issue first began and the pt obtained blood glucose readings of "50 and 60 mg/dl" on the subject meter, she had symptoms described as "shaky". The pt reportedly ate carbohydrate when she had the aforementioned symptoms. The pt allegedly has had more than one hypoglycemic episode after the inaccurate high issue began. The pt also indicated that the symptoms would sometimes abate but at other times when she administered self-treatment with carbohydrate. The pt does not recall the events leading up to aforementioned symptoms such as lfs meter readings and food intake. The pt reportedly went to consult with several healthcare providers to learn how to manage hypoglycemia based on the lfs meter readings. The pt claimed that had she obtained accurate blood glucose reading on the subject meter, she would have eaten appropriately to prevent the reported symptoms at the time of concern. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the meter was coded correctly, and the reported meter readings did not match with the meter's memory. This complaint is being reported because the pt claimed that she has had several alleged hypoglycemic episodes after she was not able to eat properly due to the alleged inaccurate high readings obtained on the subject meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.